Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is viet nam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invasive spinal fusion. It was reported that the crescent intervertebral disc was found to be broken. The event occurred intra-operatively, and the product was never implanted. No fragments remained in the patient. There were no patient symptoms, complications, treatment, or additional surgery reported as a result of this event.

Manufacturer narrative:
H3: product analysis: part # 9392509, lot # h5847624, visual and optical inspection revealed the spacer has been damaged. A portion of the nose of the implant has broken off and deformed. It appears the spacer was broken and deformed due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.